Manufacturer narrative:
Approximate age of device 1 year and 10 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found down after approximately one hour. A low controller cell alarm was observed. The hospital is unable to determine the patient's neurological status, and the patient was placed on extracorporeal membrane oxygenation (ECMO). During the analysis of the log file by the manufacturer's technical services, it was observed that the system controller produced a low battery hazard alarm, entered the power saver mode, and then the system controller clock reset, indicating total loss of power. The patient was in critical condition and the hospital with a plan to likely withdraw support. No additional information was provided.

Manufacturer narrative:
The device remains in use supporting the patient. Review of the submitted system controller log files showed that the system operated on external batteries until they became fully depleted, resulting in a pump stop. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that that the patient remained ongoing in a neurologically difficult situation as of (B)(6) 2017. The patient had been reportedly transferred to a small community hospital for continued care.